Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. Device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared as the buttons were not responding. She removed the battery but issue persisted. The customer did not recall any significant events leading to the alarm. Blood glucose value is unknown; last reading was 130 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and returned for analysis.